Event description:
Three days after the patient was implanted with an evoke trial percutaneous lead kit - 60cm, used with an evoke external closed loop stimulator (ecls), the patient received a sudden increase in stimulation and reported being unable to move their legs. The physician removed the trial lead and reported the patient had sensation in their legs. A magnetic resonance imaging was performed which revealed no abnormalities. The patient has since regained full movement in their legs and is able to walk independently.